Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the "back" button on the touchscreen is no longer responsive to presses. Reportedly, the rest of the touchscreen is functioning as intended. Customer had elevated blood glucose levels (303 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Customer indicated they will continue to use the pump for continued insulin therapy.